Manufacturer narrative:
Approximate age of device ¿ 1 year and 10 months (calculated from the date when the system controller was issued to the patient.) The device is expected to be returned for analysis. It has not yet been received. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that after a system controller exchange, the new system controller showed a yellow wrench / driveline power fault alarm. The system controller was exchanged without any further alarms. The patient was asymptomatic. Analysis of the log file of the system controller with the yellow wrench / driveline power fault alarm showed a broken fuse. No additional information was provided.

Manufacturer narrative:
Device evaluation: the reported event of a driveline power fault alarm was confirmed with the evaluation of the returned system controller. The system controller was connected to laboratory equipment and a driveline power fault alarm was active. The evaluation confirmed an opened/damaged fuse to one of the redundant power line that supplies power to the lvad. The fuse was replaced, and the system controller functioned as intended thereafter. The log file retrieved from the returned device captured data on (B)(6) 2019. The system operated within the low speed value of 4,900 rpm and set speed value 5,200 rpm with a driveline power fault alarm (f5 power b). The driveline was physically disconnected at 11:34 pm. The findings are consistent with the driveline being incorrectly inserted into the controller by 180 degrees. Reports of similar issues have been documented and a corrective action was initiated to investigate the issue further. Abbott is continuing to monitor similar issue. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.